Manufacturer narrative:
The manufacturer's device investigation revealed the plasticizer in the tubing migrated and softened the filter housing material causing an occlusion. Heat was found to aggravate the action. The filter housing material was subsequently changed to polycarbonate which is a stronger, higher impact and a more chemically resistant material also less affected by higher temperatures. This action has eliminated the occlusion issues as reported by the facility. Additional info was requested from the hospital regarding the patient / healthcare worker interaction with the tubing and that info has not been provided at the time of this medwatch. This report will be amended if additional info is received.

Event description:
During an open heart procedure it was found that the insufflation tubing would not allow air to flow through the filter.